Event description:
The company received a report where it was claimed that the tube developed a leak during patient use, but the source of the leak could not be identified. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.